Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the whole monofilament was returned loose and no sign of breakage. The needle tip still attached to the rail end. The anterior cuff was engaged to anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred and not a suture break. There was no needle strike mark on the posterior foot. During the investigation, the plunger was reinserted. The needle trajectory, needle depth and push mandrel travel were acceptable. There were no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. The most probable root cause for the posterior cuff miss is related to the operational context of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the suture broke. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.